Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1720 was verified. The event log was unable to be downloaded. Service replaced the backup capacitor and the scratched screen. Use testing was performed. The problem source is the defective component of the backup capacitor.

Event description:
Information was received that the cadd legacy pump had error code 1720 and screen damage. No reported adverse effects.